Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler lever was blocked during the first firing, and some staples had been setup. Surgeon had to do re-stapling to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the stapler lever was blocked during the first firing application. Some staples had already been setup. A second stapling on the first line of staples was done in order to resolve the issue. There was no patient injury.